Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a lot of black dots that are coming down on the screen of the insulin pump. Customer stated that he thinks the lcd is leaking. Customer can still read the display because it has not spread too much. Customer's blood glucose level was 276 mg/dl. Customer has been sick so their blood glucose level goes up and down. Customer just noticed the damage. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.